Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observation(s) not reported by site: the instrument was found to have a bent energy pin. The housing was removed, and the instrument was compared to an in-house golden instrument. The instruments energy pin was found to be bent . Connect the pins inside the housing and the pins outside of the housing showed that the instrument passed the electric continuity test on 3 of 3 attempts. There was a gap between the conductor wire crimp and the connector pin. The conductor wire was also found to be broken inside the flush tube guide. Common causes of broken - proximal conductor wire is attributed to the manufacturing process. Breakage can result from pinched or kinked wires.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.